Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, two leads were successfully placed and when the left ventricular (lv) lead was being implanted the patient experienced shortness of breath, chest tightness, was unable to lie flat, and the patient developed acute left heart failure. Following resuscitation and intravenous administration of cardiac stimulants and diuretics, the patient¿s condition slightly improved. The implantation of the lv lead was abandoned and the already implanted leads were connected to the device. No further patient complications have been reported as a result of this event.